Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 400 mg/dl. The mother stated that the infusion set was removed and the cannula was bent. Troubleshooting was declined and a replacement of the insulin pump was requested. No further info was provided.